Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low elecsys tsh assay result for an unknown number of patient samples. Data was only provided for one example. The initial result was 0.033 uiu/ml and the repeat result the next day was 8.2 uiu/ml. Another sample was taken three days later and the result was 9.0 uiu/ml. The erroneous result was reported to the physician. There was no allegation of an adverse event. The reagent lot number was 26047101 with an expiration date of 31-mar-2018. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. It was found the date on the instrument was set to (B)(6) 2016. The customer was also using expired calibrator material. The provided analyzer alarm trace showed a lot of sample alarm errors.